Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. No unexpected failed batt test or battery failed alert noted during testing. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they wanted to replace battery and the insulin pump denied 7 batteries. Customer blood glucose level was unknown. Customer mother also stated after insulin pump restart they noticed connection was lost with transmitter and they received low battery alarm about 5 hours before replace battery alarm. The device will be returned for analysis.